Event description:
It was reported the stopcock lever at the approximal end of the needle separated from the assembly. The needle was in the right atrium at the time of the event. Another needle was used to continue the procedure with no consequences to the pt.

Manufacturer narrative:
(B)(4). One brk needle was received for eval without the wave spring and stylet. Visual inspection revealed the wave spring had detached from the valve/handle causing it to fall off. Review of the device history record confirmed this lot met mfg requirements prior to shipment. A quality improvement project was initiated to address wave spring detachments.